Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm and no unexpected numbers ramping/scrolling noted during testing. The buttons on the insulin pump were unresponsive due to corroded keypad traces. The following cosmetic damage was noted: minor scratches on the display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while delivering a bolus. The customer's blood glucose was 190 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from attempting to deliver a bolus for herself. The customer stated that the numbers kept scrolling on their own. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.